Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized for the event. It was reported that treatment for the event will be started after culture results. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient was treated with unspecified antibacterial therapy for the peritonitis. At the time of this report the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.